Event description:
An angio-seal device was deployed to seal the puncture site without complications. The pt complained of leg pain (time unknown). The pt was discharged the following day. A follow-up appointment revealed the leg was still painful and decreased pulses were noted. The pt underwent percutaneous intervention (angiojet) with thrombolytics; bloodflow was restored, the physician stated he removed collagen from the vessel. The pt was released from the hospital with good pulses (time unknown). The pt was reportedly recovering.